Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following malfunctions were identified during the device evaluation: distal end, light guide bundle and light guide was found to be chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of distal end of the video telescope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced a water leak. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.